Event description:
It was reported that tubing connector had migrated up to just below skin level. The patient could feel the connector that was right below his skin; and the doctor was worried that the connector might eventually herniate out through the skin. Balloon was explanted and replaced. No adverse patient effects.